Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information was obtained despite good faith efforts.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.